Event description:
Several months after a therapeutic stone retrieval procedure with laser albation the patient returned, a fragment of this zero tip basket was seen in the renal pelvis by x-ray and was removed.